Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the PICC line appeared to be leaking at the hub. The PICC line was removed as intended. No part of the device remained inside the patient, and there were no injuries or additional surgical procedures.